Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm during an infusion set change. The customer's blood glucose was 226 mg/dl at the time of incident. The customer reported the drive support cap appeared to be normal on the insulin pump. The customer also reported a no delivery alarm during a manual prime. Troubleshooting found insulin did not exit with a push plunger. The customer stated insulin was able to exit from the tubing when a new infusion set was applied. The customer stated the insulin pump did not alarm no delivery after a manual prime. Customer was advised of a possible issue with the infusion set. The customer declined to return the product for analysis.